Manufacturer narrative:
On (B)(6)2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation prcoedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the physician was attempting to advance the octaray catheter through the vizigo sheath, the hemostatic valve dislodged from its normal position on the vizigo sheath and pushed inside the vizigo sheath. The valve was pushed inside the hub by the octaray introducer. This issue caused air to be introduced into the vizigo. However, no air was introduced into the patient. The physician noticed air being aspirated into the sheath and removed the entire sheath/access before any complications could occur. Upon removing the entire sheath from the patient, the physician put the introducer into the vizigo on the scrub table where the valve then came out the distal tip. The sheath was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found neither in the hub component or inside the sheath. The hemostatic valve detachment could be related to the octaray catheter, as customer refer; however, this could not be conclusively determined. A device history review was performed for the finished device 60000302 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the physician was attempting to advance the octaray catheter through the vizigo sheath, the hemostatic valve dislodged from its normal position on the vizigo sheath and pushed inside the vizigo sheath. The valve was pushed inside the hub by the octaray introducer. This issue caused air to be introduced into the vizigo. However, no air was introduced into the patient. The physician noticed air being aspirated into the sheath and removed the entire sheath/access before any complications could occur. Upon removing the entire sheath from the patient, the physician put the introducer into the vizigo on the scrub table where the valve then came out the distal tip. The sheath was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).